Event description:
The pt underwent a left common femoral puncture for thrombolysis of occluded right limb of aorta-bifemoral graft. The radiologist attempted arteriotomy closure using a techstar xl 6 fr device. The device kinked while attempting to access the artery. The device was removed and a second device was inserted to attempt closure. The second device was deployed and neither needle presented. Needle back down was unsuccessful. While attempting to back down the device, the shaft separated from the crimp ring. One needle was removed in the cath lab. The pt was taken to surgery for removal of the second needle, the device and arteriotomy closure. Surgery was successful and the pt recovered without further incident.